Event description:
A vaxcel mini port was being placed for therapeutic purposes. During catheter insertion, one of the wings on the peel-away sheath broke prematurely. The physician used clamps/forceps to complete the peel-away process.